Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing compounded baclofen (1000 mcg/ml at 169 mcg/ day), dilaudid (hydromorphone) (5 mg/ml at 0.8496 mg/day), fentanyl (500 mcg/ml at 84.96mcg/day), and bupivacaine (30 mg/ml at 5.097 mg/day) via an implantable pump for failed back surgery syndrome, degenerative disc disease, and spinal pain. It was reported that the patient lost over 50 pounds and the pump had moved and was loose in the pump pocket. A factor that contributed to the issue included patient weight loss. A pocket revision was done and the pump was sutured down and a new 27.9 cm connector was placed. Dye study on (B)(6) 2022  was within normal limits and all during the case had cerebrospinal fluid (csf) flow. The old catheter was fine and aspirated well. The issue was resolved at the time of report. The patient's weight and medical history was asked and will not be made available. The patient's status at the time of report was alive- no injury,